Event description:
On (B)(6) 2012, the pt reported that the buttons on her infusion device are not functioning consistently and the rubber is separating around the buttons. She stated that the issue first began 2 months ago. She can get the buttons to respond if she presses hard. The buttons make and audible sound when pressed. She stated that getting a response from the check button is more difficult than the rest of the buttons and the rubber is worn away in the middle of the button. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.